Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set was fell off during use on (B)(6) 2024. The infusion set fell off during physical activity, sweating, swimming, or bathing. The infusion set was used for 2 day. The patient replaced the infusion set and insulin was resumed successfully. No further information available.